Event description:
The doctor reported the implant was removed due to early implant failure, 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. During the removal surgery, local infection, bone resorption, peri-implantitis and abnormal sensation around implant placement area were observed. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.